Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is confirmed. Products were returned; the visual inspection of the returned cps tasp top identified that it had fractured on the medial side of the post. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. This device was manufactured in (B)(4) 2013, with an estimated field age of approximately 2 years 11 months, and has been used in an unknown number of surgeries. A complaint history search was performed. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.